Manufacturer narrative:
Ous MDR. The device was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR. After an implantation time of about 2 days, a dislocation of the atrial lead within the heart chamber was reported to us. The lead was re-positioned. The lead is not available for analysis.